Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: presence of foreign objects at the nozzle, noised image, scope communication error(e216) based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Additionally, the most probable cause of the malfunctions identified during device evaluation was due to electronic component failure, while the cause of the foreign objects present at the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e316(communication error) and b30 (scope communication error). The issue occurred during installation. There were no reports of patient involvement.